Event description:
It was reported that a right atrial leadless pacemaker dislodged to the right ventricle. The device was replaced but not retrieved due to the device becoming endothelialized. Patient was stable before, during, and after the event.

Manufacturer narrative:
Further information was requested but not received.